Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 63mm abdominal aortic aneurysm. Via the left approach, (B)(4) was inserted and deployed. (B)(4) was added on the contralateral side and (B)(4) on the ipsilateral side. There was what was thought to be a type IV endoleak following the procedure. During routine follow-up, a CT performed 3 years later revealed a type ia endoleak and aneurysm expansion. A secondary procedure was performed, a (B)(4) was implanted via left approach. Because of the distance to the renal artery, it was added proximally. Ballooning was then performed followed by an angiogram which showed the endoleak was still present. A non mdt stent graft was then implanted in the same position but this did not resolve the endoleak fully also. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.